Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The left anterior descending mid artery was moderately tortuous and severely calcified. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, upon second inflation, it was noted the balloon ruptured at 8 atm for 40 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The left anterior descending mid artery was moderately tortuous and severely calcified. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, upon second inflation, it was noted the balloon ruptured at 8 atm for 40 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications and patient was good post procedure.

Manufacturer narrative:
E1 initial reporter city:(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Multiple kinks were identified along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination of the balloon identified a pinhole just distal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No kinks or damages noted on shaft polymer extrusion. No damage noted to distal tip. A microscopic examination of the proximal and distal markerbands identified no damage.